Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the patient's leads were explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2023-01599, 1627487-2023-01598, 1627487-2023-01597. It was reported that all of the patient's leads migrated. The patient reported multiple falls. As a result, the patient lost effective therapy. Surgical intervention is planned to address the issue.